Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 2523190-2018-00018 and 2523190-2018-00019.

Event description:
This is 3 of 3 reports: a customer reported to integra that a 600318 l-shape hook electrode was used during an unspecified procedure that the insulation was burning off at the end of the electrode prematurely exposing the metal which can cause burns. The device was in contact with the patient but no patient injury was reported. No surgery delay was reported due to product problem. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 22feb2018. The device was returned to the manufacturer for evaluation. There were no deviations or non-conformances during the manufacturing process. A visual and manual inspection was conducted and noticed at the tip that the insulation is melted/cracked off. There was one l-shape hook electrode, manufactured december 2016 returned used and processed showing wear. The complaint report of insulation damaged has been confirmed. The root cause of the damage has not been identified as a workmanship or material deficiency.